Event description:
It was reported that the patient underwent ventral hernia repair and lead inspection.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. (B)(4).